Event description:
It was reported that it was difficult to pass guidewire through pleural catheter leading to guidewire bending and catheter could not go inside thorax.

Manufacturer narrative:
One unit was returned for investigation. Upon physical inspection, it was found that the complained issue could not be duplicated. DHR review was done, no issues related to the original complaint were found.